Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support there was a low flow issue with the impella device. It was noted that the pump flow had been gradually dropping and was close to zero despite adjusting the p-level. The pump was subsequently removed as a result of the ongoing flow issue. There was no reported harm or injury to the patient.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. Compliant returned pump visually inspected. Biomaterials and slightly cannula kink observed. No broken blades found. Root cause determined as biomaterial as the patient had several health conditions and had right side issue support. This report is being filed as part of a retrospective review of historical records.